Event description:
It was reported that the downstream occlusion sensor seal was broken. The event happened during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint confirmed during testing. The probable root cause was due to the delaminated downstream occlsuion(dso)seal. It was found that the dso seal was delaminated and detached. The dso seal was replaced.